Manufacturer narrative:
Investigation summary: 1. Lot#: 9156982 DHR was reviewed and no qn found. 2. Manufacture records were reviewed, no abnormal was found. 3. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. 4. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. 5. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. 6. Base on investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: based on the investigation above, the certain cause cannot be concluded at the moment. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: lot#: 9156982 DHR and related manufacturing records were reviewed, no abnormality was found. Pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. Clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: the severity of cannula clog is moderate(s3), the actual complaint rate of pen needle clog is less than 1 cpm(o1) since from 2017. According to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It was reported that the pen needle 31gx5mm experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: the customer buy the needle from a pharmacy. The customer¿s mother had reported the needle blockage when she used before, but she had not informed her family, the sample had been thrown away. Now when the customer used the first product she bought, she found the problem of needle blockage. Confirmed with customer, no sample or photo will be returned.